Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator stopped during ventilation. The ventilator generated a gui inoperable error. The technician inspected the device and performed an extended self test (est). The ventilator passed the est. Unit is not in use as the technician wishes to discuss error log with manufacturer. Although requested, information pertaining to the patient outcome has not been provided. No further information is available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer inspected the device and replaced the graphic user interface printed circuit board (pcb) to address the issue.